Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experience fatigue and his mother noted that his pulse was at 30 beats per minute (bpm) on (B)(6) 2021. On (B)(6), the patient presented to the clinic for a follow up was admitted to the hospital. Upon interrogation of the pacemaker, it was found that both the atrial and ventricular channel exhibited high pacing lead impedance and loss of capture. The device interrogation report noted that the ventricular lead impedance rose to unacceptable range on (B)(6) 2020 and there were episodes of high ventricular rate. A chest x-ray was performed on (B)(6) 2021 which found no evidence of lead fracture and both leads were inserted properly in the device header. On (B)(6) 2021, the patient presented for a lead revision procedure. Upon testing, both leads exhibited normal parameters. As the physician was unable to identify the cause of the anomalies, the entire pacemaker system was explanted and replaced. The patient remained in stable condition during and after the procedure.

Manufacturer narrative:
The reported event of failure to capture and high pacing impedance were confirmed. Analysis of rv weekly pli in device image confirmed field complaint. Device was cut open and further analysis performed pointed to a u1 ic anomaly. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.